Manufacturer narrative:
Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection noted that a tear was observed in the hemostatic valve which would allow leaks. The functional testing noted that the sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. However, the sheath valve was visibly damaged upon return, which could have caused a leak issue in the field. Laboratory analysis found a leak reportable malfunction and confirmed the reported clinical observations.

Event description:
It was reported that during a myocardial ablation procedure to treat an atrial fibrillation, a polarsheath steerable sheath was selected for use, however, after insertion, air was not possible to be removed, therefore the device was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for further analysis.

Event description:
It was reported that during a myocardial ablation procedure to treat an atrial fibrillation, a polarsheath steerable sheath was selected for use, however, after insertion, air was not possible to be removed, therefore the device was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for further analysis.